Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient with past medical history notable only for obesity admitted with covid pneumonia, which deteriorated to the point where he had acute hypoxemic respiratory failure/ards. Patient was intubated and developed a cuff leak while prone which needed a reintubation with a size 8 ett. Followed by insertion of a left internal jugular (ij) catheter, patient had also been experiencing intermittent bradycardia into the 30s which episodically continued, possibly caused by left ij, with any motion or repositioning of tube and irritation at carina. The patient responded appropriately to epinephrine, atropine and support with levophed. The patient developed a second, spontaneous cuff leak and a new ett was exchanged over a bougie using a 7.5 from different stock.